Event description:
Inaccurate spine screw placement reported (B)(6) 2010 for procedure on (B)(6) 2010 during surgery with the stealthstation treon system and o arm system. Surgeon operated on l4 and l5; two screws were placed accurately and then after switching sides, the third screw was placed inaccurately, went into the disc space and hit a nerve. The nerve went to the right foot, however, the pt just had their right leg amputated below the knee. The surgeon reported that navigation was inaccurate to the left.

Manufacturer narrative:
Device evaluated on site by a medtronic employee. At the time of this report, accuracy issue cannot be duplicated.